Event description:
It was reported that the physician predilated the first segment of the artery, followed by deployment of another co's stent. Distal to that stent, thrombus was observed, so an attempt was made to deploy a stent in the second segment. There were difficulties advancing the vision through the first stent and the shaft of the stent delivery system (sds) kinked, approximately 16 cm from the connector. Despite this observation, an attempt was made to deploy the stent because it was considered too difficult to retrieve the sds back through the first stent. The stent was successfully deployed in the correct position, but the balloon could not be deflated. An attempt was made to straightened the shaft, but it broke. Finally, the balloon was removed partially deflated into the guiding catheter, and all of the device were retrieved. The pt was reported to be doing fine.